Event description:
It was reported that during a wedge resection, the stapler fired about halfway and then stopped. It stapled on both sides, just halfway. The device was making a haptic pulsing noise. They removed the battery, reset the device and the pulled the blade back removing the device. Case completed with another like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4: batch # 361c17.

Manufacturer narrative:
(B)(4), date sent: 2/15/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an indentation on the soft touch of the proximal nozzle and with a gst60d reload loaded on the device. The reload was received partially fired 1/2. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates multiple voltage cut errors. It is possible that the voltage cut errors were likely due to thick tissue causing mechanical resistance. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The damage to the nozzle is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 631c17, and no non-conformances were identified.